Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic retrograde cholangiopancreatography (ercp), the pipe near handle broke when the doctor put the stone in the basket. The dr cut the basket wire and removed the subject product. There was no pt injury reported.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. As omsc checked the mfg record of the same lot, nothing abnormal detected. A supplemental report will be submitted if additional and significant info becomes available at a later time. This report is being submitted as a med device report in an abundance of caution.